Event description:
It was reported that the patient was in the hospital at the end of (B)(6) because she was having "real bad pain in her breast", and she felt like it was her heart. It was noted that it was on the same side as the pump. The manufacturer's representative reportedly went to the hospital and tested the pump, and everything seemed to be okay with the pump. The pump was refilled at the hospital. They reportedly gave the patient a pneumonia shot and she felt like she had the flu.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s healthcare provider (hcp) had dismissed her and she needed to find someone to fill her pump. When the patient got out of the hospital, she went to her appointment and the hcp dismissed her because she signed a contract saying she would not take medication from other doctors. It was noted she had to go into the hospital at the end of april because she was having severe pain around her pump up towards her heart. The manufacturer representative (rep) came to the hospital and ¿scanned the pump,¿ but did not say a thing about what they saw when they ¿scanned it.¿ it was further reported the pump alarm was going to go off on (B)(6) 2014. It was reported the patient was on xanax right now, but she could not even tell she was taking it. It was noted it usually calmed her down and now she ¿just wanted to lie down.¿ the patient was also taking 120mg of cymbalta twice a day and had been since she got the pump and this was her break through medication. The pump was being used to deliver clonidine, bupivacaine, baclofen, and morphine.

Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was intended to infuse morphine and baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient could not find a doctor to fill her pump, it was non-critically alarming since (B)(6) 2014, and the patient was upset. The patient was only able to find one doctor through her insurance and she had an appointment on (B)(6) 2014 with this doctor and faxed the telemetry strips to them, but was told there was no guarantees about being able to manage her pump. The patient wanted the pump taken out and was very frustrated with everything she had gone through. The patient felt like she was being "thrown away." It was noted when the patient goes to the hospital they send her home saying they don't handle pain management. Her previous follow up doctor had his license taken away and was deported out of the united states according to the patient. The patient had also seen physician assistants (pas) in the past. It was reported one of the patient's doctors sent her a letter stating another doctor could do better for the patient and her most current follow up doctor dismissed her after only seeing her twice. It was noted they dismissed her because she went to the hospital in texas with chest/heart and pump area pain at the end of (B)(6) 2014 where they prescribed medications for her. The doctor dismissed the patient in (B)(6) 2014 because she had previously signed a form stating she would not take any medications from any other medical sources. The patient was going to see a new medical healthcare provider on the date of this report, but did not want to mention any of this to them. The patient has had eight back surgeries with chronic pain and the pump only covers the back pain, but not the pain in her right leg.